Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The reporter stated that prior to having her pump implanted in (B)(6) of 2019, she was in a pain management waiting room when a girl with a pain pump walked in screaming in pain asking to be seen right away. The reporter was told that the person¿s pump ¿malfunctioned¿. The reporter had no further information about the person, the doctor, or the clinic.